Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality , stress testing and tested with ECG and mfc cables without duplicating the report. An internal inspection found the analog board shields lifted. However, it could not be firmly established if this contributed to the report. The shields were reseated as a precaution. The device was recertified and returned to the customer. The clinical data files, and the multi-function cable were not available for review as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.